Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results while performing a correlation study with the inratio meter. Customer conducted a follow up 1 month meter vs. Lab correlation on multiple pts. Correlation was performed from (B)(6) 2011 - (B)(6) 2011. Customer was not present during testing thus no information available regarding testing techniques/procedures or pt specifics due to large population size.